Event description:
It was reported that during a lung wedge resection biopsy procedure, on the seventh reload with a blue cartridge the surgeon went to fire and it did not fire completely. The device partially stapled towards the end and fully cut. When they attempted to remove it, it got hung on the tissue. There was some slight bleeding. It was corrected by using another stapler to re-staple the line. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that post implant of a lap gastric band during a routine fill, fluid could not be removed or added. A diagnostic procedure found the band tubing was not attached to the port and the strain relief had migrated into the facia by the tubing. The surgeon removed the port and the strain relief and placed a new port. When removing the port there was difficulty getting the port to release from the fascia. The new port was sutured due to the condition of the fascia. The patient is stable and was kept overnight due to the procedure was late in the afternoon.